Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a peeling red rash that has been rubbed raw. There was no alleged device malfunction contributing to the irritation. The patient¿s wound care nurse wrapped the area for the skin irritation. Follow up indicated that the skin irritation improved.